Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's mother stated that the customer was not feeling well and that the insulin pump alarmed no delivery, as well as another alert. The caller stated that the customer removed the insulin pump for a day, then turned the device back on and it worked. The customer's blood glucose was over 600 mg/dl, which was treated with manual injections. The customer stated that she was unable to troubleshoot at the time of the call, as this was a past event. The customer declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.